Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue but occlusions recurred. Customer declined troubleshooting with tandem technical support and reverted to an alternate method of insulin delivery. Customer blood glucose was greater than 300 mg/dl during the events.